Event description:
Revision surgery - due to instability and pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2022-01387; 343-10-706, s807 - pain, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.